Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, he was asleep for about 4 hours, and he woke up gagging from the smoke, and it happened multiple times already. Patient stated it has funny sleet like taste, no odor. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging with the complaint that the device is blowing smoke through the mask, and it tastes like sleet. No other peripherals or accessories were returned with the device, including the humidifier. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation using a known good power supply and power cord, product investigation laboratory tech was able to power on the device, confirm that it provides airflow, a known good heated tube heats, and the heater plate heats. During the review of the error logs, it was determined the device was reset prior to pil receipt due to it having 2667.6 machine hours and 0 blower and therapy hours. There were 2 errors logged. These errors were not reproduced with continued usage and do not impact this investigation. It was determined that the e-250 error occurred while at the service center. Care orchestrator data was not available for download. During the investigation, product investigation laboratory observed that the inlet/outlet seal was not seated properly in the device. One of the pca screws was observed to have not been screwed down the entire way. An unknown dust contaminant was observed inside the air inlet of the blower box, on the inlet/outlet seal, bottom enclosure, and heater plate. Product investigation laboratory is unable to directly address the symptoms or complaints. The unit scrapped. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.